Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0240 on (B)(6) 2005 many years later the patient has suffered pelvic and vaginal pain, urinary tract infections, mesh erosion, vaginal infections, sharp abdominal pain, urinary retention, excruciating pain during intercourse, additional surgeries, unrelenting pain, urinary incontinence, bladder spasms, and painful urination. No further information has been provided.